Event description:
It was reported that a crack in the bd nexiva¿ closed IV catheter system's female luer caused blood to leak from the adapter. The following information was provided by the initial reporter, translated from japanese: "this is a report about a suspecting leakage due to damage of the catheter adapter during puncture, a syringe was attached and tried to attach/ inject to the catheter adapter, but leakage was observed from the damaged part. Via bdj investigation team: "bdj received an actual sample and confirmed there was a crack on the female luer of the product."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one 20ga x 1.25in nexiva device with no indication of the material or lot number. In addition, five photographs were submitted which display similarities to that of the returned unit. A gross visual inspection of the returned unit shows that it has been used and the catheter assembly is attached to the extension. The unit has been decoupled from the tip shield and a crack is visible on the luer adapter. This crack likely caused the leakage you experienced. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. The damage of cracked adapter may occur due to heat or moisture content of the raw material during the molding process. The crack may not exist at the time of molding and the material may crack during use. Controls are in place to mitigate the occurrence of this type of defect. A device history record review could not be performed as the lot number is unknown. H3 other text : see manufacturer narrative below.